Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high pacing impedance out of range in the non boston scientific right ventricular (rv) lead. Technical services (ts) recommended to monitor the lead integrity remotely. This ICD remains in service. No adverse patient effects were reported.